Event description:
The user contacted the emergency support program to report that the inner lumen of the iab catheter was clotted, preventing successful aspiration, and requested guidance on whether catheter removal was necessary. No patient harm was reported.

Manufacturer narrative:
The inner lumen of the iab catheter was identified as clotted, and the rn was advised to cap the lumen to prevent access attempts. It was confirmed that catheter removal was not necessary. The rn acknowledged and understood the guidance. The fiber optic arterial pressure waveform was verified to be functioning properly.